Manufacturer narrative:
Correction to the initial report: h3. Device evaluated by manufacturer has been changed to "yes" as the device investigation has been completed, as reported on the initial report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure and the vizigo sheath dilator was cracked when taken out of the package. There was no damage to the packaging. When the sheath was replaced, the issue resolved. No adverse patient consequence was reported.

Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the dilator hub was broken. A device history record was performed for the finished device batch number, and no internal actions were identified. The dilator broken issue reported by the customer was confirmed. The potential cause of the broken dilator could be related to the incorrect insertion of the dilator into the sheath, and excessive force to manipulate the device; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table; advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly; slowly remove or insert the dilator or other devices; prior to inserting the device into the patient, pre-assemble the steerable sheath and dilator. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).